Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Heartmate ii lvas, serial number (B)(4), was not returned for evaluation. The heartmate ii lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document additionally provides information regarding anticoagulation therapy and the recommended inr range. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
Approximate age of device - 3 years & 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported through patient outcome that the patient was expired due right ventricular failure. Additional information was requested but was not provided.